Event description:
Medtronic has received the stent graft delivery system and its analysis has been completed. The stent graft was still located in the delivery system. From the info provided the returned stent graft delivery system revealed that the quick release button was disengaged, resulting in the runners to be slightly exposed 2mm. Testing on the stent graft delivery system was performed; the quick release button was re-engaged and deployment of the stent graft was as expected.

Event description:
A 16 mm diameter x 11.5 cm length aneurx extension cuff stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. It was reported that the patient's vessel morphology was non-tortuous with slight calcification. The delivery system was advanced to the aneurysm site without the use of an introducer sheath. The physician then attempted to deploy the graft and the sheath cover was not unsheathing the stent graft. During the procedure the physician accidentally hit the runner release button on the edge of the patient's let or the table, resulting in the inability to deploy the stent graft. The physician elected to remove the entire system with no injury to the patient. Another device was used to successfully complete the case and the patient is reported to be fine. The device has been returned and the evaluation is pending. No additional clinical sequelae were reported.